Event description:
This unsolicited device case was received from (B)(6) on (B)(6) 2014 from a physician. This case was cross-reference with case: (B)(4) (cluster; same reporter). This case concerns a male patient (age not provided) who experienced reactive effusion and knee swelling after starting treatment with synvisc injection. The patient's medical history, past drugs, concomitant drugs and concurrent conditions were not reported. On (B)(6) 2014, the patient started treatment with synvisc injection, daily (batch/lot number; w1209. Route, dose, and expiration date: not provided) into unspecified knee for knee arthrosis. On the following day, the patient was administered second synvisc injection. On unknown dates, in (B)(6) 2014, after unknown latency, the patient experienced reactive effusion and knee swelling on following which they were examined in the hospital. It was reported that the reactions were ongoing at the time of this report. Action taken: unknown. Corrective treatment: not reported. Outcome: not recovered/not resolved for both events. A pharmaceutical technical complaint was initiated with (B)(4) and conclusion was pending for the same. Seriousness criterion: hospitalization for both events.